Event description:
It was reported that this implantable pacemaker was implanted and approximately one week after the implant procedure, the patient experienced similar symptoms as before the implant. An in-clinic follow-up was performed and the device was found in safety mode. As a result, the device was scheduled for replacement. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this implantable pacemaker was implanted and approximately one week after the implant procedure, the patient experienced similar symptoms as before the implant. An in-clinic follow-up was performed and the device was found in safety mode. As a result, the device was scheduled for replacement. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this implantable pacemaker was implanted and approximately one week after the implant procedure, the patient experienced similar symptoms as before the implant. An in-clinic follow-up was performed and the device was found in safety mode. As a result, the device was scheduled for replacement. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.